Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that uninterruptible power supply (ups) was replaced and the replaced uninterruptible power supply (ups) lasted over 6 minutes. According to specs, the battery should last at least 3 minutes. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has been received by the manufacturer for evaluation. The reported issue was confirmed as the uninterruptible power supply (ups) did not power on with the returned batteries. Batteries were recharged at least 6 hours and load test failed 0 seconds. New batteries were installed and charged for at least 6 hours. Load test failed with 3 minutes and 36 seconds. Did not charge batteries fully.

Event description:
A medtronic representative reported that while outside of procedure, the uninterruptible power supply (ups) of the mobile view station (mvs) was failing. There was no patient present at the time of the issue.